Event description:
It was reported that the device snapped off during arthroscopic procedure.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the needle guide broke off. Also, the tooth broke off the wire passer. Both the needle guide and the tooth were not received with device. Functional inspection: the thumb slide could be actuated back and forth. Also, the wire passer extended and retracted. The probable root cause for the reported failure involving this device could be due to user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device snapped off during arthroscopic procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.